Manufacturer narrative:
Correction: b5 that x-ray was conducted but did not confirm fracture, b6 x-ray was performed.

Event description:
Related manufacturer reference number: 2017865-2025-14990. It was reported that the patient presented in clinic for a follow up. Device interrogation revealed noise oversensing, high capture thresholds and physician suspected a fracture and x-ray did not confirm on the right ventricular (rv) lead. Noise oversensing was noted on the atrial (ra) lead. On (B)(6) 2025, the physician elected to cap and replace the rv lead and reprogramming to address the ra lead. The patient was in stable condition.

Event description:
Related manufacturer reference number: 2017865-2025-14990. It was reported that the patient presented in clinic for a follow up. Device interrogation revealed noise oversensing, high capture thresholds and fracture on the right ventricular (rv) lead. Noise oversensing was noted on the atrial (ra) lead. On (B)(6) 2025, the physician elected to cap and replace the rv lead and reprogramming to address the ra lead. The patient was in stable condition.